Event description:
The dr reportedly observed several small corneal burns during phacoemulsification surgery. There was no long term consequences to any of the pts however some required a suture to close the wound gap.